Event description:
It was reported that an automatic lead safety switch (lss) from bipolar to unipolar occurred on this left ventricular (lv) lead due to high impedance measurements of approximately 2500 ohms. Technical services (ts) reviewed the device data and noted the impedance trends showed a slight increase in right atrial (ra), right ventricular (rv), and lv impedance measurements, which was suspected to be physiologic in nature. No noise was observed on this lv lead. Ts recommended an in-clinic evaluation to assess all lv pacing vector impedances and discussed adjusting the lv out-of-range alert threshold to 3000 ohms if necessary. No adverse patient effects were reported. This lv lead remains in service.